Event description:
Patient contacted boston scientific via email on the corporate website. The correspondence indicated [that the pt had this sling put in approximately 6 months ago] and [has] had many problems since. First, [her] urethra was so tightened it was nearly impossible to urinate. [She] had to stand up and lean forward. Second, [she's] had sharp, piercing pain in [her] left groin ever since. [She] had new surgery in 2008 to have a section cut out allowing [her] to void but the pain remains. [She is] considering more surgery to have the whole thing removed. [She stated that she is] an rn. [She had requested] advice as to what to do next.

Manufacturer narrative:
The complainant indicated that the device remains implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.